Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that several keys on the medstation keyboard was not functioning. The field service engineer proceeds to reboot it after several minutes, the medstation keyboard was functioning normally. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard was not functioning. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.